Event description:
Nurse reported that wound fluid splashed in their eye while changing a dressing on a pt with mrsa. They reported that they clamped the tubing on both ends and turned the v.a.c. Unit off. When they removed the dressing, exudate allegedly sprayed onto their face and into their eye. Reportedly, they went to the ER, where they were given bactrim ds and rifampin po. The next day their family doctor prescribed antibiotic eye drops. They have had no further follow-up appointments and no further problems.